Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power and remote support service (rss) was offline. The field service engineer (fse) found the station at a black screen and unable to boot due to a faulty drawer board on the main cubie in drawer 4.2. The fse replaced the defective drawer board and tested the unit in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and would not turn on. It appeared offline in remote smart service (rss), and there were no sound or light indicators coming from the unit. The customer attempted troubleshooting by trying to power it on again; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.